Event description:
It was reported, that during a da vinci-assisted radical salvage prostatectomy surgical procedure. The prograsp forceps instrument showed an inversion of rotation, yaw and tilt. The procedure was completed with no reported injury using a backup prograsp forceps.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and completed the device evaluation. Failure analysis confirmed, the customer reported complaint and found the instrument's grip-tips to move unintuitively. The instrument was found to be moving in the opposite directions of the surgeon side console (ssc) master tool manipulator (mtm) commands. The instrument's housing was removed and the roll gear was found to be misaligned. The roll gear was removed and reinserted in the correct orientation, which allowed the instrument to pass the intuitive motion test.